Event description:
While troubleshooting for an unrelated alarm, a home patient (hp) noted air in their patient line. According to the report, the hc stated that this occurred during fill one. The technical services representative assisted the hc in clearing the alarm. The hp was to start over with new supplies. During troubleshooting, no abnormalities were noted that could have caused or contributed to the reported condition. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.